Event description:
It was reported that the charger would not connect when plugged in due to removed usb port cover. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no additional troubleshooting or corrective actions were documented, and no further information was received regarding the outcome of the event.